Event description:
The device was returned because it was reported that the device was giving an alarm. Evaluation of the device completed 11/11/98 revealed that the audible alarm was not functioning. There was no related death or injury.